Event description:
It was reported that during a breast biopsy a grinding noise was heard. It was also noticed that the cables are deteriorating and coming apart. There was no pt consequence reported, case was completed by holding the cables.

Manufacturer narrative:
(B)(4).evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the grinding noise and deterioration was due to the green cables. They also found a cracked shroud, bent port shaft and coil pin. To correct the customer's complaint the analysis site replaced the green cable, the shroud, port shaft, coil pin and the e-clip, which was damaged during disassembly. After servicing, the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.